Manufacturer narrative:
The t:slim x2 pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with an elevated blood glucose (bg) level of 400 mg/dl. The customer was uncertain of the suspected cause. The customer delivered a correction bolus via the pump and administered a manual injection. During a system check with tandem technical support (cts), it was identified that the customer had the cartridge in use for six days. Reportedly, the customer had attempted to reload the cartridge prior to contacting cts and received a minimum fill message. Cts was unable to confirm with the customer the amount the cartridge was filled with initially. The customer stated that a new cartridge would be loaded and insulin resumed.